Event description:
Caller reported a pump malfunction, but there was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the caller with the reset process. The malfunction did not recur after the reset, and the customer was able to continue using the pump. Technical support instructed the caller to report back if any further issues arose, which the caller acknowledged and understood.